Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection did not identify any anomalies. Technical visual inspection did not identify any anomalies. Device evaluation found upstream and downstream failures confirming the reported issue. The pressure sensor was replaced and the software was set to 8.5. The circuit boards were inspected. The device was calibrated. The device was tested on a simulator. The air-in-line, alarm, display, patient side occlusion, rate accuracy, and self-test/power, and upstream occlusion all passed. The root cause was determined to be the aged pressure sensors and that the voltage was not converted accurately which is read by the microprocessor. This was not related to the previous repair. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, the device's rate accuracy failed, because of this the device over infused. Expected infusion was 12.0g but the device infused 12.88g. The device was calibrated twice. Additionally, the latch door did not close properly. It is unknown if there was patient involvement. There was no patient harm reported. No additional information available.